Manufacturer narrative:
Device is a combination product. Synergy ii us mr 2.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal damage. Proximal strut row 1 was flared. The remainder of the stent was undamaged. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed damage to the inner. The inner shaft polymer extrusion was bunched/accordioned at approximately 1.5mm distal from the bi-component bond. An attempt was made to load the device on a 0.014'' guidewire however the device failed to track due to the shaft polymer extrusion bunching. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 21-feb-2018. It was reported that loading difficulty on the wire was encountered. The target lesion was located in the left anterior descending artery. A 2.50 x 28 synergy ii drug-eluting stent was selected for use. The device was attempted to back load on the wire, but it could not. A new stent was used and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.